Event description:
The customer contacted the company's customer experience team via sms text messaging to report that they had experienced difficulty removing the device, and had sought medical assistance for removal at a local emergency room. This was the first time the customer had used the device, and it had been in place for approximately 24 hours before they sought assistance. The company made three good-faith efforts to follow up with the customer via email in order to obtain additional information, however, the customer failed to respond. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.